Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g331 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g331 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure and pressure dome membrane leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated they received an alarm #18: system pressure alarm during the purging air phase of the procedure. The customer stated the alarm was reset and upon checking the system pressure dome they noticed a blood leak. The customer aborted the procedure and did not return blood to the patient. The customer reported approximately 160 ml of whole blood was processed prior to aborting the treatment. The customer reported the patient was stable. The customer discarded the kit and will not be returning product for investigation.